Event description:
Dealer stated that the (B)(4) power chair is displaying a five flash error code on the joystick. Dealer advised enduser was driving on the street and chair stopped with the five flash error code, user has to turn the chair off and on to stop the error code. Dealer could not provide any further information.